Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty biopsy needle was returned for evaluation. The device was returned in a full primed configuration with the arrow in the "ready" window. Despite the device configuration, the cannula was noted to be extending over the stylet, indicating that the cannula had released. Therefore, the investigation is confirmed for self activation. However, the investigation is inconclusive for difficult to fire as the device was unable to be set to an initial configuration to allow functional testing. Per evaluation results, the device was returned in a full prime configuration with the arrow in the "ready" window. While a definitive root cause could not be determined based upon available information, it is likely that the returned sample configuration along with shipping/handling conditions contributed to the identified self activation issue. However, a definitive root cause could not be determined for the reported failure to fire issue. It is unknown if procedural issues contributed to the reported failure to fire issue and identified self activation issue. Labeling review: the current IFU (instructions for use) states: indications for use: the core needle biopsy device is intended for use in obtaining biopsies from soft tissues such as liver, kidney, prostate, spleen, lymph nodes and various soft tissue tumors. It is not intended for use in bone. Warnings: note: if collecting multiple samples, inspect the needle for a damaged point, bent shaft or other imperfections after each sample is collected. Do not use the needle if any imperfection is noted. Precautions: never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: bard monopty disposable core biopsy instrument preparation: before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Prepare the monopty instrument for biopsy by twisting the rotational mechanism at the end of the instrument. One-half turn will withdraw the cannula and lock it into place. An additional one-half turn will withdraw the stylet and lock it into place. The instrument is ready to fire. The arrow must be visible in the ready window prior to insertion into the patient the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided axillary ganglion biopsy, the trigger of the device allegedly was difficult to press. Reportedly, the procedure was completed with same device and no coaxial was used. There was no reported patient injury.